Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 280 mg/dl. A correct bolus via the pump was administered to address bg level. Troubleshooting with tandem clinical support was performed and determined that air bubbles were observed within the tubing. Reportedly, customer performed a site change to address the issue. Customer`s bg at the time of the site change was 275 mg/dl.